Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 1 device was received. 7 devices were not available for evaluation. Additional information 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 events for the failure: fracture. - 2 events had no health consequences or impact. - 6 events had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99051. Supplemental rationale, corrected data: b5, h6, h11. 8 previously reported events were included in this follow-up record. Product return status. 1 device was received. 7 devices were not available for evaluation. Evaluation findings (results/components). 1 device: fracture problem / inserter. 7 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 1 device: scrapped by stryker. 7 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 8 events for the failure: fracture. - 2 events had no health consequences or impact. - 6 events had insufficient information.